Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the initial reporter on 25-jul-2017 who reported that a physician was consulted and they elected to fill the pump as opposed to replacing it. When the pump was refilled it was just about empty. There was barely enough fluid to fill the refill kit tubing, but not enough to fill the syringe. The physician decreased the patient's dose after the refill and tapered it back up. Per the reporter, he thought this resolved the issue, but they would know for sure if the patient's reservoir volume was accurate at the next refill. He stated that the patient was doing just fine and had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000mcg/ml at 330mcg/day via an implantable pump. The patient also receives baclofen 20mg through the g-tube every 6 hours. The indications for use were intractable spasticity and cerebral palsy. The healthcare provider reported that a critical alarm occurred, empty pump. The healthcare provider was no longer with the patient at the time of the report but noted the alarm on the 8840 clinician programmer when he initially interrogated the pump. The patient did miss their refill. Per the healthcare provider the refill was due in (B)(6) and stated the staff at the residential facility just alerted him that the pump had been alarming for ¿the last couple of weeks.¿ the healthcare provider stated the patient did not appear to be in withdrawals but the patient gets ¿pretty significant¿ dose of po baclofen. It was reviewed with the healthcare provider why no priming was needed, dosing considerations and refilling and monitoring for volume discrepancy and efficacy. The healthcare provider stated he would go to the patient¿s room and then call back to get help navigating to the logs. The healthcare provider called back and was assisted with navigation to get to the logs. The healthcare provider stated that the logs showed low reservoir alarm occurred (B)(6) 2017 and the empty reservoir occurred (B)(6) 2017. The healthcare provider would be alerting the managing healthcare provider to discuss further. No further complications were reported.